Manufacturer narrative:
Reference medwatch 2032227-2015-13446 and 2032227-2015-02570 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level difference. The sensor was reading low around 40 mg/dl but her blood glucose level was 150 mg/dl. The insulin pump went into threshold suspend. When she removed the sensor the cannula was slightly bent and she had pain at the site. She had a cortisone shot in her eye. The customer experienced a high blood glucose level of over 588 mg/dl. The product was not returned. Nothing further to report.